Manufacturer narrative:
The siemens customer service engineer (cse) was troubleshooting a failing sample handler autocheck in the y-axis direction. After powering off the instrument, the cse turned on the cb-1 breaker to initialize power to the sample handler and noted the system spark and cause smoke. The power was turned off from the sample handler, and the sparks were from the 75-volt power supply. The cse verified the power cable connections and replaced the following parts: 24 volt power supplies, 75 volt power supply, ac and dc distribution boards, and interconnect board. The performance of the instrument was verified and operational. Siemens reviewed the event and confirmed the sparks and smoke are an isolated event that was potentially caused by a failing 75 volt power supply. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) observed sparks and smoke emitting from the atellica sample handler prime power supply. The event occurred during the installation of the instrument. There are no known reports of adverse health consequences due to the spark and smoke emitted from the instrument.